Event description:
It was reported that balloon rupture occurred. The patient was presented with severe multifocal restenosis in a large posterior ventricular branch, which presented accentuated tortuosity. A guidezilla catheter was inserted in the proximal third of the posterior ventricular artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. The shipping wire was in place within the device upon product return and was able to be removed. There was contrast in the inflation lumen and blood in the guidewire lumen. At the rapid port exchange, there was shaft damage to the inflation lumen consistent to an interaction with a guidewire. The shaft was not punctured through, but it did distort the shaft. The balloon was loosely folded. At 3mm from the tip moving proximally for a length of 7mm, the balloon has a longitudinal tear. Product analysis confirmed the reported burst, as there was a longitudinal tear in the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient was presented with severe multifocal restenosis in a large posterior ventricular branch, which presented accentuated tortuosity. A guidezilla catheter was inserted in the proximal third of the posterior ventricular artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.